Event description:
A 4.0mm diameter by 30mm length s7 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The severely calcified lesion was pre-dilated with a 2.75mm diameter ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the target lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon into the left main artery when it was pulled into the guide catheter. The dislodged stent was successfully snared and removed from the pt. Another s7 stent was subsequently implanted at a lesion proximal to the initial distal target lesion. Attempts to treat the distal target lesion with ptca balloons were unsuccessful. The procedure was terminated with plans to treat the distal lesion at a later date with rotational atherectomy. The pt was fine post procedure was and there is no additional sequelae reported related to the event. The severe calcification and lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed when the stent delivery system was pulled into the guide catheter while it was engaged in the coronary artery which may have contributed to the event.